Manufacturer narrative:
(B)(4). Batch # r95331. Investigation summary: the device was received with the hand activations contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator, and tested with test media and performed as expected. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. There were no "unexpected ready to pre run, or tissue effect issues" as reported. The device was disassembled to inspect the internal components and no anomalies were found. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, surgeon was using the device and device had problem. The device did pass the pre-run test. After doing the test in the harmonic, it did not generate hemostasis, and also did not rotate freely 360 degrees. Message appeared that had to reassemble the harmonic. It was assembled again, the test sign appeared, the test was carried out for 2 seconds, it reappeared again to take the test, and then it did not pass. The patient was already intra-op during the initial procedure and the problem was not solved, so the surgical procedure could not be concluded. The situation of failure of the product was presented when the patient had already had trocars placed and the doctor tried to use the device. The only reason the initial procedure was stopped and rescheduled for the next day was due to devices not being available. The surgeon did not attempt to use any other devices besides the harmonic to complete the initial procedure on (B)(6) 2019. They postponed the surgery for the next day when they had another device and the patient was ¿reinterventioned¿ the next day on (B)(6) 2019. In this second surgery on (B)(6) 2019, there was no device failure and the procedure concluded without any eventuality. Patient was stable and the surgery was successful. The doctor does not consider that the ¿delay¿ could have caused death, serious injury, or harm to the patient.